Event description:
Pt has been experiencing dizziness and nausea recently when her neurostimulation system is turned on. The physician stated that the pt has also experienced a drop in blood pressure while the system is operating, as well as an abnormality in her electrolyte levels. The physician stated that the pt has received excellent pain coverage from the system, but her side effects may necessitate removal of the system in the near future.